Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g7, h1, h2, h3, h6, h10 proposed annex g code: mechanical (g04) - impactor visual examination of the returned product identified scratches, nicks, gouges, worn etching and strike marks. It is confirmed the product has fractured at the threads that holds the impactor pad. The fractured piece is still within the impactor pad. Device was submitted for further analysis. Analysis determined charge build up on the surface frequently caused image artifacts; however, sufficient satisfactory images to identify the potential failure mode were able to be taken. Fatigue striations are present around the fracture surface and appear to radiate toward an inner region where ductile overload dimples are. These fracture surface artifacts are consistent with the rotational fatigue failure mode. The results of the original investigation have not changed; a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the product fractured during the procedure. There was no reported patient injury.